Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient that a cycler screen was dim during ready. The display brightness was so dim that patient could not see what she was pressing. The patient had just completed the treatment, the technical support assisted to replace cycler due this issue. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.